Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to flattened button dome switch. No button error alarm during our testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed button error and he is unable to clear it. Customer's blood glucose was unknown. Customer was at a theme park, rode all the rides, and the device was in his pocked. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.